Manufacturer narrative:
Additional information was reported that following the implant of the first valve, mild paravalvular leak (pvl) and mild intraprosthetic aortic regurgitation was detected. The second valve implanted was a medtronic transcatheter bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information from an (B)(4) database which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this transcatheter bioprosthetic valve. Initial reporter (hcp) information was not available for this data set. The device serial number was not provided.   Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 days after the implant of this transcatheter bioprosthetic valve, a second valve was implanted, valve-in-valve, for unknown reasons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.